Manufacturer narrative:
The reported events of failure to capture, low pacing impedance, r-wave amp variation were not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found the helix was retracted and clogged with blood. X-ray examination found the over torqued inner coil consistent with procedural damage. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood.

Manufacturer narrative:
Section h2 - "additional information" should have been selected.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed that the right atrial (ra) and right ventricular (rv) lead impedance could not be measured successfully. The physician elected to perform a lead revision. During the procedure, the ra lead displayed normal values. The rv lead exhibited failure to capture, low pacing impedance, low sensing, and failure to extend and retract helix. The physician explanted and replaced the rv lead. Additionally, the implantable cardioverter defibrillator (ICD) was explanted and replaced due to user concern with the lead impedance error message. The patient condition was stable.